Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at the second inflation at 10 atm. A new rx voyager balloon catheter and another company's drug eluting stent were used to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion did not have any calcification, thought it was 99% stenosed, which could have contributed to the rupture. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.